Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they fell backwards last week on their dog's kennel and landed on their hip where the ins was implanted. The patient connected to the ins and tried to increase stimulation, but "it wouldn't do anything." As a result, the patient thought the ins wasn't working anymore. The patient mentioned that they normally feel stimulation near their tailbone and vaginal area, but they didn't feel any stimulation when they increased stimulation. During the call, the patient connected to the ins and they could feel a little bit of stimulation when they increased it, but they felt pain in their tailbone. The patient mentioned that they broke their tailbone in 1979 and "this thing makes it hurt." The patient turned therapy off but they still felt pain in their tailbone. The patient also mentioned that the ins site was yellow from bruising. The patient said the ins has never really worked since implant date and they just want their hcp to remove it. The patient was redirected to their healthcare provider to further address the issue. The patient said they have an appointment with their managing hcp on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient said that on wednesday, follow up physician removed complete system.

Event description:
Additional information was received from the patient. They reported that they fell on the device and it stopped working. They noted that the cause of the issue was that they had fallen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.